Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that product sterility was compromised. A 28 x 2.75mm rebel stent was selected to treat the lesion. However, during unpacking, when the sterile package was taken, it was noticed that package was perforated. The device was discarded and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.